Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged high glucose after a supply change, remained high after a breakfast announcement, and temporarily disconnected from the pump to administer subcutaneous insulin by pen, which reduced glucose; the user then performed a full supply change and reported no visible cannula issues, and anxiety was noted while in a crowded environment. Symptoms included hyperglycemia and anxiety. Outcomes included that medication was required and the event was considered a serious illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information with no specific device component identified and no findings available regarding a device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.